Event description:
It was found that the stair tread/tracks would not engage due to a broken/damaged belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.